Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during archive review but not during functional testing. The load sensing system has detected a weight/load imbalance between the two load cells due to the manikin not oriented on the autopulse platform correctly or the manikin may have shifted during compression. Therefore, the probable cause of the reported complaint was due to user error, the manikin was not oriented correctly on the autopulse platform prior to customer testing. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, ua07 was observed on the reported event date. Thus, confirming the reported complaint. During the initial functional test, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
During a manikin use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. The users were unable to clear the error message. No patient involvement.